Event description:
It was reported that the unit's sterility may have been contaminated due to water ingress from the tubing into the cassette compartment.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.